Event description:
I had an adverse reaction to wearing a mask while required in a public gymnasium. Oxygen restriction caused by the mask along with heat of the room made my heart rate increase, breathing become more labored, and in general made me feel as though my health was in jeopardy. Thankfully I was able to exit the area and remove the mask before I was overcome. FDA safety report ID # (B)(4).